Event description:
Patient implanted with prodisc-c at c6-c7 on an unknown date. Patient did well postoperatively. Patient began to experience pain and x-rays taken showed that facet joints had worn out. Prodisc-c was removed (B)(6) 2010 and patient was revised to acdf.

Manufacturer narrative:
Additional information has been requested. Investigation is on going: no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.